Event description:
Nurse reported that there was a leak at the insertion site likely from a subcutaneous vein thrombosis (svt) but states this was not observed at the hospital but reported from a home health service. It is unknown if any intervention was required. Patient condition is also unknown.